Event description:
It was reported that the device has an electrical reset. No changes or reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the reset was cleared and the device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for critical ram parity error, addr=1a09, data=80, on (B)(4) 2011 08:53:22. One - patient alert for device circuit error on (B)(4) 2011 08:53:22.

Event description:
It was reported that the device has an electrical reset. No changes or reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.